Event description:
Ethicon contour stapler was used with a blue reload. The device fired and staple line was intact, and when tried to remove old reload from the device, the device broke apart, rendering it ineffective.